Manufacturer narrative:
(B)(4).

Event description:
In the last week, the patient's system had turned off three different times by itself. The patient noticed his system was off by checking it with the patient programmer and his symptoms came back. There was no known accident or incident related to the event. It was noted that the patient did buy a new computer. The patient was at home. His status was reported to be "fair". See also manufacturer's report # 3004209178-2010-06230. Additional information has been requested, a follow-up report will be sent if additional information becomes available.